Manufacturer narrative:
The covidien customer service engineer (cse) evaluated the 840 ventilator, and verified the malfunction. The cse tightened the loose compressor water trap. The unit passed extended self-testing (est) and operates within the manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that, during use, an 840 ventilator experienced a compressor malfunction, and the patient was transferred to an alternative ventilator. There is no reported patient injury.